Event description:
It was reported that the pump failed accuracy test of +6.95%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Could not confirm the complaint with fluid accuracy test. Upon further investigation, it was found that the air detector had a damaged cable and coin cell for rtc is over recommended amount. Replaced the coin cell and air detector. Performed uso calibration. Unit passes pvt testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.